Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the battery catch consistent with mis-handling. The rear battery catch was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
The complainant alleged while defibrillating a patient (age and gender unknown), the device displayed a "do not use icon" message. This is the only information available. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.